Event description:
Patient revised because of hyperextension. Found polyethylene wear and insert deformed/cracked.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information stated patient hyperextension and trauma (fall) were likely contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.